Event description:
It was reported that the device was replaced for inappropriate sensing. Device malfunction suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported impedance measurement anomaly could not be confirmed in the laboratory. No noise or cross-talk was observed during manual testing. The device's functionality was normal and met all product specifications.